Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed the device was shipped in accordance with specifications. Based on the results of the investigation, it is presumed that the defect was caused by stress of repeated use, external factors, or handling. However, the root cause could not be specified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the instruction manual ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the intubation fiberscope exhibited connecting tube had coating peeling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.